Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 437 mg/dl. The customer was treated for high blood glucose with manual injection. Customer also reported that insulin pump was blanked and alarmed pump errors. Customer was able to clear the alarm and able to complete rewind. The insulin pump will not be returned for analysis.